Event description:
The customer reported a failure to discharge during a sync cardioversion. No patient impact.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.